Event description:
It was reported that a patient underwent a cystocele repair procedure on (B)(6)2007. At this time, a cervical cone biopsy was also performed for suspected endocervical cancer. In (B)(6)2010, the patient had hematuria and pain, so the patient went to another hospital and was diagnosed with a 20 x21mm bladder stone and the mesh had penetrated the bladder wall. The stone was found in the location that the guide needle penetrated the bladder during the initial procedure. On (B)(6)2010, the stone was broken up by lithoclast and the mesh was cut off by transurethral resection in saline (turis). The patient was discharged and is in stable condition. The surgeon opines that she may have penetrated the bladder and put the mesh on the bladder by mistake because the dissected vaginal surgical plane was small.

Manufacturer narrative:
(B)(4). Conclusion: should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: zdb016, zde982, zeb797, zer546, zge317. In addition, a review of the batch manufacturing records for the possible batch numbers zdb016, zde982 and zeb797 were conducted and these batches met all finished goods release criteria.